Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huan1659 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
On 5/24/2016 - per medwatch form, a facility reported that a patient had a hickman catheter implanted on (B)(6) 2016. Patient complained of pain under skin at insertion site. The catheter was removed on (B)(6) 2016 and a split was noted below the cuff.